Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signals. Programming changes were made. Patient was stable.